Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pain is listed in the electronic proglide instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, the suture broke during the suturing. Another proglide was used to achieve hemostasis. There was increased patient discomfort and prolonged operational time but there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.